Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that the pacemaker exhibited post-paced t-wave oversensing, and right-ventricular (rv) lead exhibited sensing of noise and post-paced t-wave oversensing. Possible rv lead damage was suspected. No intervention was performed. There were no patient consequences, and the patient was stable.

Manufacturer narrative:
Correction: g3: date received by manufacturer should have been 15 oct 2024, rather than 06 oct 2024, as submitted in the initial report submitted on 28 oct 2024.